Event description:
It was reported that the patient presented to the hospital for a lead replacement procedure. The right ventricular left bundle pacing (rvlbp) lead was noted to exhibit low pacing impedance. The rvlbp lead was explanted and replaced. The patient was in stable condition.